Event description:
Boston scientific crm received information that a yellow alert was detected via latitude from this implantable cardioverter defibrillator (ICD) due to a pacing impedance of greater than 2000 ohms. It was noted that there were two out of range readings on consecutive days; otherwise impedances have been in the 500 ohms range. Technical services (ts) discussed that since there were no other out of range measurements and the device was in vvi mode, they suggested a possible lead issue. They recommended continued monitoring for now, and it was noted this would be discussed further with the physician. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that the device was later explanted. The right atrial (ra) and right ventricular (rv) pacing impedance measurements had been high. No additional adverse patient effects were reported.